Manufacturer narrative:
This report is filed on june 14, 2019.

Manufacturer narrative:
This report is submitted on may 2, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the surgeon, the device was electively explanted on (B)(6) 2019 and the patient was not reimplanted with a new device.